Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead exhibited noise, the lead was explanted and replaced.

Manufacturer narrative:
Final analysis found multiple insulation abrasions exposing the outer coil from the distal tip. Abrasions are consistent with constant friction with another implantable device.